Event description:
It was reported the customer experienced elevated blood glucose levels (250 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.